Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v989563, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va06yum, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient has had a bump behind his ear for the past couple months. At 9pm last night, a ¿wire popped out of my head¿. He thought it was an old stitch and his girlfriend was ¿going to cut it, but as soon as the scissors touch it the patient got shocked¿. He tried calling his doctor yesterday, but did not get an answer. The patient thought it was an emergency and should go to the ER, but he wondered what they were going to do at the ER. He was very upset. Additional information has been requested.